Event description:
Per the clinic, the patient experienced non-auditory stimulation resulting in loss of benefit. Consequently, the device was explanted (date not reported) and the patient was reimplanted with another cochlear device during the same surgery.